Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was sound present. Even the speaker produced audible sound the speaker was replaced on precaution per current process. Based on the information available and the testing conducted, we were unable to reproduce the reported issue and the cause of the reported problem is unknown. The reported problem was not confirmed. Even the speaker produced audible sound the speaker was replaced on precaution per current process and confirmed to be operational to its specification after the repair. The device was returned to the customer. It has been concluded that no further action is required at this time.

Event description:
It was reported the device was presented with a speaker malfunction error message and no sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.